Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation. (B)(4).

Event description:
It was reported to philips that during a patient event the device failed to deliver a shock. The shock button stayed lit when pressed. There was no harm to the involved patient.